Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation revealed myopotential oversensing on the right ventricular (rv) lead. No changes or intervention were reported. The patient was in stable condition.